Manufacturer narrative:
Investigation into this event determined that retesting using freshly prepared qc fluids did not resolve the issue. The customer requested on-site service. The field engineer performed adjustments to the system. Post-service qc results have not been provided. Although the investigation has determined that the customer does not appear to be consistently following recommended protocol for qc fluid handling and as-needed maintenance, the definitive root cause of the event has not been determined.

Event description:
A customer observed biased amon qc results following recalibration on the vitros 250 analyzer. No biased results were reported. Biased results of the magnitude and direction observed may lead to inappropriate physician action. There was no report of patient harm as a result of this event.